Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter and a stopcock. The balloon was loosely folded with blood in the hub and lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon, markerbands and proximal bond were microscopically inspected. Microscopic examination revealed a pinhole in the balloon material, 2mm distal from the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation of the left anterior descending artery and the left circumflex (lcx) artery. A 3.00mmx12mm nc emerge balloon catheter was advanced to dilate the lcx. During first inflation at 10 atmospheres for 6 seconds, the balloon ruptured. The device was completed removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation of the left anterior descending artery and the left circumflex (lcx) artery. A 3.00mmx12mm nc emerge® balloon catheter was advanced to dilate the lcx. During first inflation at 10 atmospheres for 6 seconds, the balloon ruptured. The device was completed removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.